Event description:
It was reported at some time the patient's pump went empty, but it was currently working for the patient. It was not provided what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).